Event description:
It was reported that the PICC was placed using echography for antibiotic treatment. After a few days, the statlock & bandage were renewed. Two days later, a leak was found. There was rupture of the catheter and ambrisation in the atrium. The connection was broken by the physician as the PICC was placed and wanted to find out what had happened.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.